Event description:
The reporter stated that reporter did meter to health care professional meter comparison tests. Testing was done side by side, using separate fingersticks. Reporter's meter reading was 190 mg/dl, and health care professional meter read 100 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On f/u, the rptr stated that rptr checks the confirmation dot on the testing strip to assure adequate coverage. Rptr technique of applying blood is accurate. No harm was alleged.